Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 26mm sapien 3 ultra in the aortic position. During the procedure, when pushing the crimped valve through the 14fr esheath in the common iliac, the valve pushed through the sheath and was bending the struts. A decision was made to upsize the sheath to 16fr and deliver a new 26mm s3 ultra and delivery system. When the sheath was removed, a visible "kink/hole" was noted in the esheath and the valve was pushing out of the sheath when advancing.

Manufacturer narrative:
Corrected data: d.9, h.3 a supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - frame damage" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure, when pushing the crimped valve through the 14fr esheath in the common iliac, the valve pushed through the sheath and was bending the struts." Additionally, "when the sheath was removed, a visible "kink/hole" was noted in the esheath and the valve was pushing out of the sheath when advancing." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." In this case, it is possible that the difficulty was encountered during the delivery advancement through the kink sheath, so additional manipulation was applied to advance the valve and delivery system. If excessive force was applied to manipulate the device, it can lead to the valve strut to interact with the sheath shaft/liner causing the valve to puncture through the sheath. As such, available information suggests that procedural factors (kinked sheath, excessive device manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time. H3 other text : not returned.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2022 10040.